Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) and was explanted and replaced. It was noted that during a previous follow up of this device the physician was unable to review and electrogram (egm) with stored episodes of shock therapy that was delivered to the patient. Boston scientific technical services (ts) advised that the egm most likely was unable to be viewed due to the memory of the device being too full. The physician has sent the explanted device to boston scientific for analysis in an attempt to confirm and determine the root cause of the stored shock episode that was delivered to the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.